Event description:
The customer reported via phone call that he experienced low blood glucose. The day prior to the call blood glucose value was 34 mg/dl; he over treated and it went up to 200 mg/dl. Blood glucose value the day of the call was 43 mg/dl which he treated with candy. The customer also reported he inserted a sensor and it didn't work. The sensor fell out after 3 days. The customer declined troubleshooting for any of the issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-17622.